Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed gaps in data as well as an unknown error message. No additional event or patient information is available. Data was provided for evaluation. The confirmation of the complaint is confirmed via data. The probable cause could not be determined.